Manufacturer narrative:
The suspect medical device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be reopened.

Event description:
The account alleges that post-cath lab procedure, the patient returned to the ICU with a swan-ganz catheter connected to the distal port of a 3-way stopcock. Vasopressin medication was being infused at the time. The patient progressively required higher doses of vasopressor therapy due to their hemodynamic status. The staff noticed fluid leaking from the back of the stopcock. The patient was not receiving vasopressor medications as intended.